Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings:-battery compartment and cap are undamaged and able to fit securely. The pump powers up with auditory and vibration to a blank screen, unable to adequately investigate reported ¿power¿ complaint. Pump¿s cover was removed; no intermittent condition was found to the pcb. Slave processor upload was unsuccessful, a u17 slave processor failure is concluded.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.